Manufacturer narrative:
(B)(64. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was there any patient consequence as a result of the device malfunction as you stated the surgeon had to remove the loose gall stones from the patient's abdomen. Was there any change to the post-op care for the patient? What is the current patient status? Response: no change in post surgery care.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the doctor went to remove the gall bladder with the specimen retrieval bag and when he pulled on the bag to remove the specimen, the bag broke. The gall bladder had stones and they exploded back into that patient's abdomen. Case completed with another device of the same product code and the physician had to collect up all of the loose gall stones. Took the physician fifteen to twenty minutes longer to complete the case. One device was discarded.